Manufacturer narrative:
B3 - date of event: as the event date was unknown, this field was approximated based on the date that boston scientific became aware of the event. D6a - implant date: as the event date was unknown, this field was approximated based on the date that boston scientific became aware of the event. Updated fields: b5 - describe event or problem. E1 - initial reporter first name, initial reporter last name. E2 - health professional. E3 - occupation.

Event description:
It was reported that the stent partially deployed. An eluvia drug-eluting vascular stent system was selected for use. The eluvia was used in conjunction with an unknown 0.035 guidewire. In order to deploy the eluvia stent, the physician split the handle of the delivery system in half and pulled the metal part out of the handle. The stent was successfully deployed via the additional manipulation. There were no reported patient complications. It was further reported that the target lesion was located in the superficial femoral artery (sfa), and was severely tortuous, stenosed, and calcified. The previously unknown 0.035 guidewire was non-boston scientific. The target lesion in the sfa was accessed contralaterally and was predilated prior to stent deployment. The eluvia stent was approximately 80% deployed when the partial deployment occurred, despite using the pull grip. No further event details were reported.

Event description:
It was reported that the stent partially deployed. An eluvia drug-eluting vascular stent system was selected for use. The eluvia was used in conjunction with an unknown 0.035 guidewire. In order to deploy the eluvia stent, the physician split the handle of the delivery system in half and pulled the metal part out of the handle. The stent was successfully deployed via the additional manipulation. There were no reported patient complications.

Manufacturer narrative:
B3 - date of event: as the event date was unknown, this field was approximated based on the date that boston scientific became aware of the event. D6a - implant date: as the event date was unknown, this field was approximated based on the date that boston scientific became aware of the event.